Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer advised the right motor/gearbox is intermittently making a clicking and popping sound. Dealer also advised that the motor locked up a couple of times. Unknown how often. End user advised the dealer that when this happened he stopped the chair, "shook" the chair and then it began to work again. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 3gtq3-mcg, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1143151 rev. I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.